Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient experienced a gradual onset of soreness at the implantable neurostimulator (ins) site since implant. Additional information from the healthcare provider (hcp) reported that the issue of soreness had been resolved and that it was due to post-operative discomfort. The patient followed-up on (B)(6) 2016 and reported that they had a loss or change in therapy and they did not feel stimulation and therapy was off. It was reviewed that therapy needs to be on for it to be effective. During the report, they turned therapy on and increased stimulation to 1.8v and could not feel the stimulation. They got a poor communication screen on the patient programmer. The patient stated they were in their doctor's office and they felt stimulation appropriately. They had another appointment on (B)(6) 2016 and would request that the device be removed. The patient reported symptoms of urinating and a sore bottom. The implantable neurostimulator (ins) indication for use was for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.